Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus europa k.g (oekg). Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end, the instrument channel, the air/water channel and the auxiliary channel of the subject device. The testing result cleared the german guideline. Oekg checked the subject device and found the following; -the distal end cap was scratched; -the bending section rubber was porous; -the electrical contacts and around of the endoscope connector had scratches. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected in the sample collected from the subject device. First time; (B)(6) 2021. The auxiliary channel: klebsiella oxytoca (6cfu). The suction channel: klebsiella oxytoca (4cfu). The instrument channel: klebsiella oxytoca (6cfu). Second time; (B)(6) 2021. The auxiliary channel: klebsiella oxytoca (14cfu). Third time; (B)(6) 2021. The auxiliary channel: escherichia coli (31-40cfu). The device had been reprocessed with a non-olympus automated endoscope reprocessor, wassenburg, using peracetic acid. There was no report of infection associated with this report.